Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that elective indicator removal (eri) was seen on the patient's remote. No further complications were reported. No patient symptoms were reported. Information was received from a family member/friend regarding the patient. The caller reported that there was an elective replacement indicator (eri) message. They stated that the patient was just implanted in (B)(6) 2018, and they expected the ins battery to last longer. The caller was redirected to follow-up with the patient¿s healthcare provider. They noted that the patient has an appointment with their doctor on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the eri message was not determined but that a replacement surgery was scheduled. No further complications were reported.